Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. During investigation on-site performed by our field service engineer, presence of liquid spill on the expiratory channel pc board was found. The pcb was replaced and after successful tests the ventilator system was sent back in service. A visual inspection confirms the reported liquid spill problem. The pcb was not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was.

Event description:
Manufacturer's ref #: (B)(4).